Manufacturer narrative:
Correction to e1: initial reporter phone. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the xenon lamps for channels 3 and 4 were defective. The fse proceeded to perform the replacement of the lamps on-site. After this, no further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the low power resulted from the defective xenon lamps, leading to the reported event. The reported complaint was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Service history review was performed, and it was identified that this console was installed on (B)(6) 2005. The console last service was performed on (B)(6) 2025. The console remained fully functional until the reported event date of (B)(6) 2026. Based on service records, the issue is more likely due to use-related wear or field conditions rather than manufacturing or design at release. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that before the procedure, it was found that the device had low energy. The procedure was completed using the same device without patient complications.

Event description:
It was reported that before the procedure, it was found that the device had low energy. The procedure was completed using the same device without patient complications.